Manufacturer narrative:
The sample is still in decontamination process and has not been returned for evaluation. The results of this investigation is still pending.

Event description:
PICC line disconnect at the IV tubing hub and catheter connection site, leaving catheter still insert(ed) into the infant.

Manufacturer narrative:
We received one used catheter as a sample. The received catheter ruptured at its junction with the extension line. The catheter tubing had a length of 20 cm and was complete. The catheter was wrapped over a length of 15 cm with a 1 cm wide piece of steristrip tape. At its proximal end, the steristrip tape was attached to the catheter wing with two tabs. Microscopic examination showed typical signs of a rough fracture plane on both sides of the catheter fragments which is a typical sign for a tensile fracture due to a high tensile load. A review of the batch history records for 8125183 and 8138681 was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. We received 4 complaints for batch no. 8138681 and one complaint for batch no. 8125183. One similar complaint regarding a ruptured catheter at the junction with the extension line was received on code (B)(4). Corrective action: as each catheter is leak and flow tested before packaging and the catheter was used uneventfully for 4 days before leakage occurred, a manufacturing defect is rather unlikely. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action will be initiated at this time.

Event description:
PICC line disconnect at the IV tubing hub and catheter connection site, leaving catheter still insert(ed) into the infant.

Event description:
PICC line disconnect at the IV tubing hub and catheter connection site, leaving catheter still insert(ed) into the infant.

Manufacturer narrative:
The defective device will be returned to the manfucturer for device evaluation, and complaint investigation. The results of this investigation are still pending, and the results will be comunicated within 30 days of its conclusion.